Manufacturer narrative:
The customer returned contour next meter with serial # (B)(6) for evaluation, which is different from the one implicated to be involved in the event i.e. Serial # (B)(6). No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that within 10 minutes, he obtained blood glucose readings of 165 mg/dl with the contour next one meter and 88 mg/dl with the clinic's meter. Subsequently, a laboratory testing was performed, which matched with the reading obtained with the clinic's meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.